Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated that he had just dosed 60 units of humalog insulin and then got into his car and began to drive. His sugar dropped so low and so quickly that he passed out at the wheel of his car and ended up crashing into a tree. He was unresponsive and was taken to the hospital. His bg at the hospital was 30 mg/dl and the cgm was showing an 80-point difference (110 mg/dl). He was admitted and administered an IV and doses of glucose to raise his blood sugar levels. He does not recall the specific names of medications given to him to treat his low blood sugar levels. He was kept for overnight observation and was released the next day. At the time of the report three days later he was resting at home and periodically checking fingerstick values to make sure his bg values were in range. Data was evaluated, the data log confirmed the report of an inaccuracy. Additionally, it was determined via data that calibrations were entered during periods of rapid rates of change. The probable cause was determined to be improper calibration during a rapid rise or fall. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.